Event description:
An optometrist reported a patient with trace diffuse lamellar keratitis (dlk) in both eyes one day following lasik treatment. The patient's topical steroid dosage was increased followed by a scheduled taper. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).